Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer treated with a manual insulin injection. The customer reported a button error alarm from the insulin pump. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer also reported that the insulin pump was worn inside the bra and could have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.